Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to manufacturer report# 3005099803-2018-00966 for the first spyscope digital access and delivery catheter and 3005099803-2018-00967 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded. A second spyscope ds was used and the working channel sleeve also protruded. An ehl probe was inside either spyscope ds when the working channel sleeve protruded. Reportedly, no part of the spyscope ds devices were detached and there were no reported issues with the accessory device. The procedure was completed with the second spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.